Manufacturer narrative:
The customer reported that they rebooted the system and it then operated as intended. The service call was canceled.

Event description:
The customer reported that the system displayed a precharge voltage error message. This error message will likely prevent the system from booting up. There is no report of patient injury associated with this event.